Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that her last surgery on (B)(6) 2016 did not go too good and the implant was damaged. She did not know what part of the system was damaged because she was under anesthesia and someone was talking to her, but she could not remember what he was saying. She did not think any revisions were scheduled; she felt good and was getting therapy. She did not have an upcoming appointment with her healthcare provider (hcp) anytime soon. The patients indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.